Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: during analysis of the sample it was noticed to be ruptured. It was received incomplete. Siltex cracking was noticed within the tear. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504001bc, lot # 6782933, serial # (B)(4). Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of exemption transition period following the revocation of mentor¿s psr exemption #e2007003. It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced rupture on the left side post-operatively. As a result, the patient underwent bilateral device removal and replacement with 400cc mentor memorygel breast implants, catalog number 3504001bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2019.